Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that a nim response 3.0 mainframe was ¿excessively noisy¿ intraoperatively during a total thyroidectomy on a (B)(6), female patient, weighing (B)(6). As a result the doctor muted the volume, however was still able to visualize stimulation and signal on the screen. Although the system was providing visual warnings, since the audible warnings had been muted...sometime after the system was muted, the doctor realized that the vagus nerve was severed. The doctor was able to repair the nerve by re-suturing it during the same procedure and the surgery was completed successfully using the same equipment, with no additional procedures or interventions required. Based off of the doctor¿s follow-up with the patient since then¿the patient has been reported as ¿doing well.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.